Event description:
It was reported that while in the cath lab, the intra-aortic balloon (iab) was prepped and the sheath was inserted via the left femoral artery. The iab was inserted through the sheath and into the aorta. The iab did not inflate "in spite of the pumping and the manual attempts to inflate the iab with a syringe. The iab was removed and the central lumen was broken." The md inserted another iab through the sheath without difficulties. The staff and the md stated that there was "no severe resistance during the insertion of the first iab through the sheath and into the aorta."

Manufacturer narrative:
Follow-up report will be filed if add'l info becomes available.